Event description:
It was reported that the patient presented in clinic. Upon interrogation, it was revealed that the patient's implantable cardioverter defibrillator had inappropriately and unexpectedly gone into back-up operation following magnetic resonance imaging (MRI). The device was reprogrammed and restored to nominal settings. There were no patient consequences.

Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
Correction: h2- follow-up type of previously submitted report should have been "additional information" rather than "device evaluation" as the device was not returned for lab analysis.